Event description:
The device was carried in the facility's medical service officer (mso)'s unit. According to the reporter, when the device's on/off button was pressed, the device would not power on. No pt use was involved with the reported incident.